Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an unknown error message regarding not enough sample. On (B)(6) 2014, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on the evening of (B)(6) 2014, at approximately 8pm. The patient was attempting to test at bedtime and was unable to get a reading due to the alleged issue. The patient manages her diabetes with humalog insulin through pump therapy and she stated that in response she did not take any insulin to cover her overnight since she couldn¿t test. The patient claimed that 2-3 hours later she experienced symptoms of ¿feeling low, blurry vision, shaking, felt hot, heart was racing.¿ she reported that she self-treated by drinking juice immediately until she felt better. The patient began to feel better after 15 minutes and went back to bed. No other device was used for testing. At the time of troubleshooting the cca confirmed the issue was resolved with repeating the test and getting a successful reading. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter and test strips have been returned on 10/28/2014 and 11/11/2014, respectively, and evaluated by lifescan product analysis on 11/3/2014 and 11/13/2014, respectively, with the following findings: error messages are observed in the error log, but error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.